Event description:
It was reported that the patient presented for a prophylactic generator change. During the procedure, the right atrial lead exhibited noise which led to inappropriate automatic mode switching, noted on stored egm. No atrial lead measurements were out of range. Noise was not reproduced in clinic. No intervention was performed. The patient was stable before, during and post procedure and would continue to be monitored with routine follow up.

Manufacturer narrative:
Correction - device manufacture date should have been reported as feb 9, 2011.